Manufacturer narrative:
Investigation of the device is ongoing at the time of this report. A follow up report will be submitted if applicable.

Event description:
An unrecoverable venous air alarm occurred during a routine hemodialysis treatment. Rinseback of the pt¿s blood was not performed resulting in an estimated blood loss of 190cc. The pt¿s hb decreased from 11.0 gm/dl on (B)(6) 2012 to 10.2 gm/dl on (B)(6) 2012. Epogen dosing was increased on (B)(6) 2012 from 1400 units qweek to 3000 units qweek. No other medical intervention was required.